Manufacturer narrative:
Pump passed the self test and displacement test. However, hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The test battery removed from the battery compartment multiple times to alarmed insert battery and the insert battery alarm beeps properly. Pump received with serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 9.8 mmol/l at the time of the incident. Customer will return device for analysis.